Event description:
Patient self tester's husband, clyde reported discrepant low results when testing inratio. He is the one who performs the testing. The results reported are as follows: (B)(6) =1.6, (B)(6) =1.7, (B)(6) =1.6, (B)(6) =1.7 no alternate method of testing performed on the days listed above. The husband also reported that there was a lab result from mid (B)(4) that was within the patient self tester's therapeutic range of 2.0-3.5. However, he was not able to provide the exact result. Test is performed on a tv table, however, he stated that the table is stable and is not bumped or moved during testing.

Manufacturer narrative:
The customer did not provide reference results. For this reason, product support is unable to determine the accuracy of the inratio results without additional information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and does not affect product performance. A user technique was identified on the case. This cannot be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.